Manufacturer narrative:
The gravitational anti-siphon device sx-200 has been returned with two attached catheters. In spite of black deposits inside one catheter, there is no obstruction in the system. The examination of the sx-200 doesn't not show any defect. This gravitational anti-siphon was implanted polaris valve (lot no: z0814 and serial no: (B)(4)). Please refer to the report with the reference 3001587388-2013297.

Event description:
Hakim valve with an anti-siphon device had been implanted on the patient. However, as the patient suffered from overdrainage at the setting of 80, they were extracted and spva and sx-200 were implanted on (B)(6). The initial setting was 70 but the drainage was not enough. It was then changed to 30 but the patient was still suffering from hypodrainage. Therefore, they were extracted on (B)(6) and again another spva and sx-200 were implanted.